Event description:
The customer stated that she was treated by the paramedics for low blood glucose. The customer stated that the sensor was reading normal, but when the paramedics checked, her blood glucose reading was 22 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.